Manufacturer narrative:
Patient date of birth unavailable; patient weight unavailable; device lot and expiration date unavailable; operator of device code unavailable at this time; device manufacture date unavailable.

Event description:
A procedure commenced to extract two pacemaker leads, both implanted (B)(6) 2008, a right atrial (ra) and a right ventricular (rv) lead. With use of a spectranetics lead locking device and a non spectranetics mechanical device, the ra lead was successfully extracted. Attempts were then made to extract the rv lead. The physician chose to use a glidelight model 500-302 because the mechanical tool could not get past binding in the innominate and superior vena cava (svc) regions. With use of a lld and glidelight device, it appeared that progress was being made through the binding sites, and was making progress down the lead toward the right atrium. However, at this time the patient's blood pressure dropped. Rescue efforts began immediately, including sternotomy. A tear was discovered in the svc and innominate regions. A successful repair was made and the patient survived the procedure.

Manufacturer narrative:
(B)(4).